Event description:
I had the essure procedure in 2009. The coils expelled from my tubes into my uterus. In 2011, I had surgery to remove them. I did not have a hysterectomy, only the coils were removed. My symptoms did not improve and have recently worsened. On (B)(6) 2012, I had a pelvic x-ray at my primary care physicians office. I have endometrial foreign bodies through out my pelvis now. Essure fragment possibly. I go on (B)(6) 2012, to have a CT scan of my pelvis. If it proves to be essure fragments, it will require microscopic surgery with fluoroscopy to find all of the fragments. This is not ok. This will be my second surgery due to essure. Please issue a warning to conceptus, makers of essure.